Event description:
Livanova deutschland received a report from aemps of a death case in which a s5 system was used. Customer has not notified directly livanova of the event when it occurred, as he did not consider the s5 device to be involved.

Manufacturer narrative:
Through follow-up communication with the customer, livanova learned that the patient was a young boy and during the intervention there was a massive entry of air that caused the death of the patient. S5 worked properly and no alarms went off. Customer is in contact with the commercial company that provided him with the normothermia modules as well as the corresponding consumables. From the review of the database, no further event was reported on this console, that was manufactured in 2016. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Technical service interventions and preventive maintenance activities were verified and confirmed to have been carried out on time and with no issue. Based on all information collected, no adverse event related to livanova machine was confirmed nor any correlation to patient's death was complained by customer. Therefore, there is no relationship between the reported adverse event and livanova device. No other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.